Event description:
(B)(4). I end up having lower back pain that even after 6 years it hasn't gotten any better, only worse. Also have breakout of acne, bacterial agonists, urinary tract infection, blurred vision, lower back pain, joint pain through whole body, anxiety, depression, vitamin d deficiency, forgetfulness and others.